Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Attempts were made to replicate the user complaint and were able to successfully receive high/low glucose alarms on an iphone 12 with ios 14.6/fsll version 2.5.3.3088 using a known good libre 2 sensor. Extended investigation did not identify any issues with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Caller reported the low glucose alarm did not sound and customer experienced unspecified symptoms of hypoglycemia requiring treatment of glucose provided by a third party. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Caller reported the low glucose alarm did not sound and customer experienced unspecified symptoms of hypoglycemia requiring treatment of glucose provided by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.